Manufacturer narrative:
(B)(4).

Event description:
Additional information received reported that the patient¿s underdose symptoms included pain, which was noted to be controlled with oral therapy.

Event description:
It was reported the expected residual volume was 3.5ml and the actual residual volume was 15ml. It was reported that underinfusion was suspected. It was noted that no action was taken but it was planned. It was noted there would probably be a system revision or pump replacement. It was noted that x-rays were performed and the logs were checked. It was noted that ¿rx showed no system issue.¿ it was reported there were underdose symptoms. The patient status was noted as alive with no injury. The pump was used to deliver morphine. Additional information reported the revision had not occurred yet.

Manufacturer narrative:
(B)(4)